Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020. It is unknown if the patient was re-implanted with a new device. This report is submitted 13 july 2020.

Manufacturer narrative:
This report is submitted on april 2, 2020.

Event description:
Per the clinic, the patient experienced an infection at the implant site which was treated with oral antibiotics. The implant remains in-situ.